Manufacturer narrative:
The customer requested part information for a replacement power supply with no engineer evaluation.

Event description:
The customer called philips to order a power supply. The biomed stated the device was not getting power and ordered a power supply. There was no patient involvement.